Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface circuit board. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had programmed a bolus for lunch and received a low battery alarm. Customer stated that he has to change the battery every 3 days. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer stated that the replacement battery cap did not resolve the issue. Customer was advised that the pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.